Event description:
The customer contacted abbott to report calibration failure for the axsym rubella igg assay, as calibrator 1 failed too high. Abbott reviewed maintenance procedures with the customer. The customer was advised to change and calibrator the process probe, decontaminate the mup, replace the reagent, clean the meia optics line and recalibrate the assay. After all the maintenance was performed, the recalibration failed. The customer was sent a new reagent to test. With the new lot of reagent, the calibration failed. The customer recalibrated with a new calibrator lot, and calibration was successful. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.